Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified a crack in the rim of the minicap. Functional testing of the device included leak testing, a leak was observed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an unrelated evaluation of a returned sample, a baxter technician determined that there was a crack in the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.